Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was not responding and had a keypad anomaly. The customer's blood glucose was unknown. The customer reports the insulin pump died as the battery died and then changed it but it was unresponsive however the time was advancing. Customer was unable to clear the alarm. Customer received request to rewind pump. Customer is unable to complete pump rewind. Advised insulin pump will need to be replaced. Advised to revert to backup plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with fully functional keypad. Peeled off keypad overlay and no damage noted on keypad traces. Keypad flex connector is plugged in properly. Device properly tested with self test. No button error alarm noted upon testing. Device received error 38 during rewind due to corroded motor home switch. Unable to perform displacement test, prime or seating test, basic occlusion test, force sensor test, and occlusion test due to pump error 38. Device tested outside the insulin pump and received pump error 38 at rewind. Device passed sleep current measurement and active current measurement. No battery or power anomalies noted during testing, however unable to obtain power graph during download due to communication anomaly, problem isolated to electronic assemblies.